Manufacturer narrative:
Based on the results of the investigation, there is no clear conclusion on the root cause of the reportable occurrence. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, foreign objects were found inside of the light guide lens. There was no patient involved.